Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Based on the available information, the reported event could be confirmed. If at least one phase of the three phases l1, l2 and l3 is disconnected for any reason (e.g. Tripped fuse in the sub distribution of the aquabplus power supply or caused by an internal defect of the main power switch), operating mode supply cannot be performed. Either the main power switch thermally trips caused by a too high current per phase during pump start, or the thermal overload relay (motor circuit breaker) trips, because phase failures will be detected accordingly. It is likely, that this issue may have caused by a failure in the power sub distribution or an unstable power grid. The failure root cause could not be identified. The aquabplus and aquabplus b2 was evaluated and found to be appropriate to protect the device from high current and overload. The issue was solved by replacing the main power switch and the wire connection between main power switch and contactor. The device history record related documentation has been reviewed. The device has been found to be conform to specification and has been released without any discrepancies. For the final inspection the device was tested on functionality. For that purpose the machine was connected to a water supply circle and a test program assures that all operating modes and field circumstances are tested appropriately. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
A user facility's biomedical technician reported an aquab plus 2000 device had heat damage to the main power. The biomed stated that during inspection they observed a burning smell and found that the wires were burned. The biomed confirmed that there was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the reported event. The biomed provided a picture of the burned wires. The main power switch replaced to resolve the issue and the device was returned to service. The biomed confirmed that there was no patient involvement. The power switch was discarded by the biomed and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site address.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported an aquab plus 2500 device had heat damage to the main power. The biomed stated that during inspection they observed a burning smell and found that the wires were burned. The biomed confirmed that there was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the reported event. The biomed provided a picture of the burned wires. The main power switch replaced to resolve the issue and the device was returned to service. The biomed confirmed that there was no patient involvement. The power switch was discarded by the biomed and not available to be returned to the manufacturer for evaluation.